Event description:
The customer received a blood glucose reading of 390 mg/dl from his breeze2 meter and a reading of 188 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned.